Event description:
It was reported that the therapy did ¿more harm than good¿ and the therapy never worked for the patient. The patient noted that the stimulation therapy had made the complex regional pain syndrome (crps) worse. The patient noted that the crps had made life difficult. Since the implant the crps had moved to the right side of the body and the patient had been shocked twice. It was noted that one time was ¿almost to the point of electrocution.¿ the patient stated that the healthcare professional (hcp) had never heard of that issue occurring with a patient. It was noted that ¿from the beginning¿ two ¿points¿ on the lead did not work. The patient felt the device should not have been implanted. The patient had a ¿smashed sciatic nerve¿ on the right side and the implantable neurostimulator (ins) was ¿smashing on the nerve.¿ the patient noted that the ins was migrating ¿out through the skin. The patient was afraid to ¿have anything done¿ with the therapy due to the crps diagnosis. The patient stated that the hcp said they were ¿too skinny.¿ the patient was 94 pounds at implant. It was noted that the three day trial was successful. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was not happy with the therapy. It was stated that the day after the patient was implanted the patient's crps had moved to her right side. It was noted that the patient's doctor informed her that this would not happen. It was reported that the patient has not had a lot of support with her therapy. It was stated that when the patient wanted answers about the things that were happening to her the doctors told her that "they had never heard of that happening before". It was reported that the patient had a lead wire that had "three points not working". It was stated that the patient had a "wire bundle" where the implant was which made it difficult for her to lean back or be comfortable enough to sleep. It was not clear what "wire bundle" meant. It was stated that the implantable neurostimulator (ins) would "stick out" and that was uncomfortable. It was noted that the patient was "very concerned" that her crps was going to spread. The patient felt that the stimulation therapy was making her diagnosis worse. The patient had been shocked right after implant and if felt like the patient had been "electrocuted" and she felt it in her whole body. The patient was also shocked a second time. It was stated that the patient is not going to have the device explanted because all the information she gather stated that explant would do more harm than good.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. The fdc, fdr and fdm codes apply to both the ins and the leads. Event date listed in was not updated, as the other events of ins movement/lead issue event dates were still unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient to clarify on the previous report what they meant about the shocking date being right after implant. They reported the shocking event date previously mentioned occurred on (B)(6) 2013 they were shocked twice, and on (B)(6) they were also shocked twice. No further complications were reported.